Event description:
It was reported that revision surgery was performed due to perceived metal sensitivity. The acetabular cup and femoral head were revised, however, the femoral stem implanted on (B)(6) 2005 with these devices remains implanted in the patient.